Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not cut and only partially stapled. The procedure was completed by hand-suturing. There was no pt consequence.